Manufacturer narrative:
Without the actual device sample it is not possible to determine the root cause of the alleged incident. A review of the device history record for final assembly was performed for lot 354920 and all product met mfg specs. Reviews of the sub-assembly (handle) device history record (lot 354967) and molded thumb ring (lot 342151) were also conducted and all products met mfg spcifications.

Event description:
During a biopsy procedure, the thumb ring, which is bonded to the handle/y slider, came off in the pt and a forceps retrieval of the ring was required in order for the procedure to continue. No pt injury was reported. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regs.